Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient had been getting a shower and the device got wet. The device alarmed with error 1870. The patient had been instructed to remove the batteries and restart the pump, but the alarm had persisted. Subsequently, the patient had been directed to remove the batteries again and call the clinic immediately. The pump settings had not been confirmed due to the continued alarm. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
E1 - initial reporter phone:(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.